Event description:
Customer reported on a bravo ph capsule that detach before procedure end. The capsule fell off the esophagus around 2 hours into the procedure based on the trace data showing acidic ph reading. The pt was not injured following the procedure.